Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report. The product was discarded by the facility at their location.

Event description:
It was reported by a company representative that during a procedure the burr hole cover broke near the screw hole during closing. No medical intervention and no adverse consequences were reported with this event. The procedure was completed successfully without a delay.